Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that unable to synchronize station with server. A technical support specialist (tss) backed up the existing database. Dropped the old database and recreated a new one. Performed a full synchronization of the station while executing a shrink script provided by knowledge article. The tss confirmed that both station and server are communicating but while logging in to server got fatal error occurred on the underlying data source which could be caused by a network connection problem or hardware issue. The full synchronization was completed successfully, and the recovery model was configured to simple and the database size post-synchronization was 7.9 gb. Network speed was set to auto-negotiation. Verified functionality with the customer; able to log in to the med application without any errors. The tss attached the knowledge article¿ proper datasync procedure & how to place new db in es station¿ for customer reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, unable to synchronize station with the server. Data synchronization failures or errors recur during the dispense workflow, may lead to clinically significant delays in medication administration. There were no adverse events or injuries reported based on this event.